Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported in a journal article that a patient had undergone a total knee arthroplastsy and was subsequently experiencing pain. It was discovered that the post of the tibial bearing was fractured and the patellar component was loose. The loose patella component was removed after which the patient was pain free. No further information has been provided

Manufacturer narrative:
(B)(6). Medical product: unknown biomet dual articular knee patella, cat#: unknown, lot#: unknown. Jones, m.a., yousef, a., dhakiwal, j., kulkarni, s.s. ¿failures of the dual articular knee prosthesis due to fracture of the polyethylene¿ the knee 18 (2011) 428-431. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04170. (B)(4).

Event description:
It was reported in a journal article that a patient had undergone a revision surgery to address pain, instability and implant fracture. No further information has been provided.